Manufacturer narrative:
Per the tandem user guide: to activate the bluetooth wireless technology communication, you need to enter the unique transmitter ID into your pump.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer had entered the incorrect transmitter ID into the pump. The correct transmitter ID was entered, and the pump and transmitter regained connection. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the transmitter regained connection.